Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer's blood glucose level was 54 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose level. Customer was treated with food for low blood glucose value. The insulin pump will be returned for analysis.